Event description:
It was reported that the ilet bionic pancreas was perceived to be delivering too much insulin when the patient had elevated blood glucose, with the bionic report showing less than 1 unit of nonconsecutive corrective insulin and a fingerstick reading of 239 mg/dl; the caregiver noted rapid drops around 200 mg/dl and administered a meal and apple juice, after which glucose increased. Symptoms included hyperglycemia. Outcomes included no injury and no medical intervention beyond home management with oral glucose. Investigation included review of device data and real-time troubleshooting and education. Investigation of this case revealed no device malfunction identified, with the device appearing to deliver small corrective doses and to lower glucose gradually, and user-initiated carbohydrate intake likely contributing to subsequent glucose rise. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.